Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was not impacted. Although the touchscreen was initially unresponsive on the options button, during troubleshooting with tandem technical support the touchscreen responded to presses. Additionally, the wake button was difficult to press. Reportedly, the customer continued to use the pump for insulin therapy.